Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the procedure. Refer to MFR reports # 3005099803-2008-06159 for details regarding the first device. According to the complaint, the sphincterotomy could not be completed with the autotome rx sphincterotome device due to the inability to bow the distal segment of the catheter. Reportedly, the sphincterotome was removed and replaced with another autotome rx sphincterotome device. Refer to MFR report # 3005099803-2008-06161 for details regarding the third device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).